Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the cartridge for longer than 72 hours with novolog insulin. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 72 hours with novolog insulin. Is off label per the user guide. Customer's blood glucose value was unknown, however, the customer reported feeling nauseous. Customer delivered a correction bolus to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.